Event description:
The manufacturer received information that a patient with a dreamstation auto CPAP device has passed away. There was no allegation that the device contributed to the death. No additional details were provided. The device has not been returned for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information that a patient with a dreamstation auto CPAP device had passed away. There was no allegation that the device contributed to the death. No additional details were provided. The device was returned to a third-party service center for investigation. Upon receipt, the device was found to have recorded 5209 blower hours. During the evaluation of the device, the service center visually inspected the device and found no errors. Internal/external inspection of the device found no cosmetic damage. The device is awaiting confirmation on being scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed. The manufacturer has updated box h in this report.